Event description:
It was reported that following an implant the patient experienced "weird pain where the pump is" that started a couple days ago. The patient goes in for an adjustment next week. The patient stated "my back is pretty good but the legs are still painful ... The hockey puck in there, anytime I move that moves and it really gives me a great deal of pain, for an instant. It rubs against one of my ribs or something." The patient has been following the activity restrictions and has mostly been in bed. The patient had not had any falls or trauma. The patient was taking two vicodin a day for pain for post-surgical pain. The patient experienced pain in his legs and in the incision area. The pump was delivering prialt. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).